Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the dilator of the vizigo sheath would not advance into the sheath. The hemostatic valve in the clear hub was dislodged and prevented the dilator from being inserted. There was no occlusion when irrigating the sheath. The sheath was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 6-may-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the dilator of the vizigo sheath would not advance into the sheath. The hemostatic valve in the clear hub was dislodged and prevented the dilator from being inserted. There was no occlusion when irrigating the sheath. The sheath was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 00002432 number, and no internal action related to the complaint were found during the review. The dislodgment issue reported by the customer was confirmed. The potential caused of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. In addition, the event described as dilator not advance by the customer could be caused by the dislodgement of the hemostatic valve. The instructions for use (IFU) contain the following precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. Use best practices for inserting or retracting any device at the hemostatic valve. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-apr-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).